Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a syncopal episode and was admitted to the hospital. During interrogation of the device, increased right ventricular threhsolds and loss of capture was noted. A revision procedure was performed; the lead was successfully repositoined with normal measurements and remains implanted. No additional adverse patient effects were reported.